Manufacturer narrative:
(B)(4) date sent: 11/24/2025 d4: batch# z70168. Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was returned for analysis. In addition, the tyvek was returned a long with the instrument. Upon visual inspection a foreign matter was observed to be on the instrument and it was confirmed to be lubricant, which is applied to the instrument during manufacturing process. Additionally, a photo was provided with the same condition of the received sample. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. A manufacturing record evaluation was performed for the finished device batch z70168 number, and no non-conformances were identified.

Event description:
It was reported that a white residue and water-spot appearance was observed within the sterile packaging on the instrument. The hcp¿s had concerns about sterility of the product and safety of the residue.